Event description:
Illness [illness]. Device use error [device use error]. Product measured potency issue [product measured potency issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of illness in a male patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. This case was associated with a product complaint. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. On an unknown date, an unknown time after starting new poligrip sa, the patient experienced illness (serious criteria hospitalization), device use error and product measured potency issue. On an unknown date, the outcome of the illness, device use error and product measured potency issue were unknown. It was unknown if the reporter considered the illness, device use error and product measured potency issue to be related to new poligrip sa. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: on an unknown date, new poligrip sa was used for the upper partial dentures. It was stated that new poligrip sa should be used up to once daily 3 cm in total, but the frequency of once daily was insufficient. After two meals of breakfast and lunch, the dentures came off. Therefore, the patient had no choice but to apply a small amount of new poligrip sa again and used the dentures. The dentures were made 5 or 6 years before. The product was purchased at c in b city, a. On an unknown date, due to another illness, the patient was hospitalized (seriousness: hospitalized), and the patient could not go to the dentist. No further information is expected. Follow-up information received on 22 november 2022. Additional details: [summary of investigation], case number: (B)(4). Related interaction: (B)(4). Gsk receipt date: (B)(6) 2022. Complaint country: japan. Product name: pqc170661. Global product description: poligrip additive free cream unknown size. Primary package lot number: unk. Criticality: related hsi / ae: hsi-149060. Hsi related case number: (B)(4). Investigation evaluation: denture adhesive creams are specially formulated to form a tight seal and provide a firm hold for dentures. The combination of the duo salt and carboxymethylcellulose in the product provides the adhesive strength that helps hold dentures in place. Gsk denture adhesives have been shown to be effective in providing 12 hours hold across multiple randomized clinical trials. The complaints received for the reason code cpe dnt hold are of a common / expected nature for the fixative paste formulations. Prior to the generation of a cim, each 'lack of ability to function', 'product does not hold' and 'poor adhesion' custom complaint was individually investigated whereby the complaint sample was tested for the percentage of active ingredient. A batch documentation review was also performed to verify that there were no issues during the manufacture or packaging of the batch. Each investigation verified that the concentration of active material was within specification and that the product had been manufactured appropriately and complied with all required quality standards. Response to consumer (if applicable): the concentration of "active" ingredient in the lot/product in question was within specification and met all requirements of the release specification. All of the documentation pertinent to a specific lot of finished product is contained in a ´batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. As with any product, it is expected that the consumer may have different experiences based on various individual factors like the fit of the denture and the oral anatomy of the denture wearer, that may determine the performance of the denture adhesive. Complaint conclusion: unsubstantiated. Investigation completion date: 2022-11-22 03:43:14.

Manufacturer narrative:
Argus casi ID: (B)(4).